Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages and exposed wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connecting to the dn. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and damaged.